Manufacturer narrative:
The device was unable to prime during the prime test due to faulty force sensor resistor. There were minor scratches to lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device was cracked, and the customer is concerned that if they change the battery again, the cracks will further damage the device. It was reported that the damage is on the battery compartment. The customer's blood glucose level at the time was reported to be over 450mg/dl. It was reported that the customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis. The customer declined to troubleshoot for bent cannula.